Manufacturer narrative:
The reported events were dislodgement, and failure to capture could not be confirmed. A complete lead was returned for analysis. The s-curve was measured, and it was within product specification. Electrical testing and visual inspection of the lead did not find any anomalies except procedural damage.

Event description:
It was reported that the patient presented in-clinic for a scheduled lead revision procedure as previously upon interrogation it was noted that the left-ventricular (lv) lead exhibited loss of capture and inappropriate capture of the atrium later it was confirmed via x-ray imaging that the lv lead had dislodged into the atrium. As a resolution the lv lead was explanted and replaced. The patient condition was stable.